Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the device was explanted after an implant duration of approximately eight years. Based on the follow-up with the health-care provider, it was learned that the explant was not due to a device malfunction. Patient had previous aortic valve replacement for acute bacterial endocarditis that was complicated by congestive heart failure and ventricular fibrilation. Over the last three weeks prior to admission, patient experienced progressive dyspnea, palpitations and orthopnea. Patient had severe aortic insufficiency and was found to be in rapid atrial fibrillation. Tee confirmed severe prosthetic aortic insufficiency. Patient was admitted to the hospital where catheterization showed no significant coronary disease with patent stents in his coronary circulation. Patient also have moderate disease in both the diagonal branch and in the circumflex. Operative report noted that the aortic valve was heavily calcified and there was tear in the left coronary leaflet. It was also noted that there was no evidence of ongoing or recurrent infection. The subject device was removed and replaced with another edwards bioprosthetic valve.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: unfortunately, the edwards device was not returned; therefore, the source of the reported calcification could not be assessed. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Although the root cause cannot be confirmed, it appears that the insufficiency experienced by the patient was likely due to the heavy calcification noted on the aortic valve. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. No further actions are possible with the available information.